Event description:
It was reported the patient developed an infection. It was also reported the device reached elective replacement indication. At the time of device change out the programmer head was placed over the device and the patient experienced symptoms of syncope. Additionally, the patient's heart rate was found to be twenty beats per minute. The implantable pulse generator (ipg) was set to maximum output and there was no output. It was noted the device displayed high impedance. The patient experienced asystole and a temporary device and lead were placed. The original implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.